Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 multiple cubies were failed to open. A field service engineer reseated all cables to resolve. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter occupation: veterans affairs ny harbor health care system manhattan campus

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.